Event description:
Customer's mother reported via phone call that the customer was experiencing high blood glucose readings and they were unable to bring them down. Customer stated that every time she pulls the needle out, she sees blood going back into the line. It was noted that the customer's blood glucose readings have gone as high as 413 mg/dl. Customer stated that they have treated with a manual injection. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Customer's blood glucose reading at the end of the call was 233 mg/dl and mother stated that the customer was doing okay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.